Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a remstar pro c-flex+ CPAP device. The manufacturer received information from the patient alleging enlarged turbinates. The patient alleges having sinus surgery, which the surgeon speculated the cause could be related to the device. The device was returned to a third-party service center as part of the uno recall process. During the evaluation of the device, the service technician reports no visible foam particles. Additionally, the service technician noted error codes present.